Manufacturer narrative:
Date of birth: unk/1959.

Event description:
It was reported that thrombus occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion, located in the distal superficial femoral artery (sfa) of the right leg, had a 6mm and 5mm reference vessel diameter, proximally and distally respectively, and a total length of 42mm. The target lesion was 70% occluded and crossed through the true lumen. One 6x60mm eluvia stent was implanted. Post-dilation was performed using one balloon, and 0% residual stenosis remained. Thrombus was seen at the end of the procedure. On (B)(6) 2019, a distal thrombus on plantar tibial anterior artery was observed. No action was taken. The event was assessed as ongoing.